Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the collar wash valve and the t-valve.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the cartridge chemistry (cc) sample probe was leaking on the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported.